Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive root cause. There was no evidence to suggest a reagent related issue contributed to the event. An instrument related cannot be completely ruled out as a pre-service vitros tropi es within run precision test did not have sufficient replicates to assess instrument performance. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 2.11 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however; a corrected report was issued and there was no allegation patient harm. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).